Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an axillary excision procedure it is alleged that the clips would not form properly and kept falling off. It happened with two ligaclips of the same lot number. The consultant opened a third ligaclip and it worked fine. No patient consequences reported.